Manufacturer narrative:
Service visited the site on (B)(4) 2011 and reported that there was no leak from the hydro compartment. It had leaked down from the reagent and sample mixer stations. The field service engineer (fse) replaced both mixer inserts and tube fittings.

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak in hydro area of unicel dxc 800 pro synchron system. The customer stated it appeared to be a very slow leak. There was no effect to patient or user.